Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). The service engineer (se) to upload the software.

Event description:
Report received that the ventilator became inoperable. Patient involvement information was not provided by the customer.